Event description:
Pt had mammogram and was told that silicone breast implants appear to be leaking and was referred to office. Surgery to remove bilateral breast implants done. Revealed that both implants were ruptured. Bilateral ruptures were confined to the intracapsular space.